Event description:
The dealer states the consumer has a lot of tone and bangs his head against the headrest and broke it and puts a lot of strain on the legrests. As a result, one of the sector blocks on the legrests was broken. The headrest wasn't ours. No other information was available because the dealer hung up before being transferred to complaints.